Event description:
Additional information received via email. The customer stated that "the unit eventually passed the electrical safety test, they had a bad lead that they replaced and that fixed the electrical safety test results. This all took place before the equipment was ever placed in use so there are no negative effects or tests to report".

Manufacturer narrative:
Other, other text: b5: updated.

Event description:
It was reported that a new device failed an incoming inspection "electrical safety test overload". No injury or adverse effects reported.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a loose ground bound connection. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests including electrical safety tests, there were no recorded failures or discrepancies. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).